Manufacturer narrative:
No malfunction suspected. The user was operating the power wheelchair in the bike lane on a roadway when the end user was struck by a motor vehicle. The end user was not wearing the seat belt. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic." And "[t]o avoid serious injury or death: [a]ways use the seat belt."

Event description:
The end user stated while operating the power wheelchair in bike lane on the roadway the end user was struck by a motor vehicle.